Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date and date of patient expiration are not known. According to the complainant, while attempting to remove the covering of the device by pulling on the suture, some resistance was met. The physician reported that due to the force required, a perforation occurred near the stoma site. A CT scan was performed and revealed the presence of free air within the abdomen. Although the physician did not allege a complaint against the device, the patient expired. An autopsy was not performed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)